Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. No photo available for review. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed due to the lack of the device sample. If the device sample becomes available this investigation will be updated with the evaluation results.

Event description:
The customer alleges that a patient on oxygen therapy was in suffering because he didn't feel the oxygen flow. The technician noticed that the tube was cut to about 1.5cm. No clinical consequences.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that only one section of the tubing was received. It was also noticed that there was a cut on the tubing. Based on the visual exam, the reported complaint was confirmed. Although the complaint was confirmed, it was not possible to determine where on the distribution chain of the product the damage on the tubing originated. There is no sufficient evidence to assure this issue was originated during the manufacturing process. The root cause for the condition reported could not be identified. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause was not established.

Event description:
The customer alleges that a patient on oxygen therapy was in suffering because he didn't feel the oxygen flow. The technician noticed that the tube was cut to about 1.5cm. No clinical consequences.